Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. The reporting person stated that the lamp life meter indicated 400 hours. Technical support directed the reporter to replace the main lamp and clean the unit internally of lint and/or dust; the reporter confirmed there was no evidence that the vent was blocked. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that after the subject device was left powered on over a weekend the the error codes "e102" and "e103" were generated and the main lamp went out and it could not be reignited. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of the lamp due to it's end of service life.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the probable cause is likely the lamp was used for more than 400 hours leading to the failure. The failure is caused by the amount of use.